Event description:
It was reported that the patient underwent a spinal procedure using posterior fixation. The center nut of the crosslink broke while being tightened. The device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation by quality technician shows that the crosslink was broken and could not hold the components. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.